Event description:
The customer reported that the battery charge indicator led kept going off and on.

Manufacturer narrative:
The customer reported that the battery charge indicator led kept going off and on. The customer evaluated the device and localized the issue to a failed ac power module. Replacing the power module resolved the issue.